Event description:
It was reported that patient with scoliosis was implanted with unknown hardware on unknown date from t2 to t12. Patient developed deformity and pain below the thoracic construct. Patient returned to operating room on (B)(6) 2014 for revision surgery. Patient was revised to synthes uss. The synthes uss construct was attached to the existing thoracic construct with depuy 6.35 / 6.35 connectors (the unknown existing thoracic construct had a rod that was larger than 6.0mm). Uss construct extended distally to the l5 level. Uss screws were placed in l2 to l5. Procedure performed on (B)(6) 2014 was successfully completed without issues. According to surgeon, imaging taken during patient¿s 6 week follow- up showed all hardware intact. Patient was fine. Imaging taken during patient¿s 3 month follow- up showed that the patient has developed a loosening of the right l5 nut. The nut is no longer attached to the screw. When comparing the rod that extended distally out of the l5 screw, it appears that there is no longer as much rod sticking out of the l5 screw which indicates that the screw had slipped. Surgeon confirmed that patient is still doing well. There is no plan to revise the patient at this time unless the patient develops negative symptoms or does not heal. Internal review indicated that it appears that the rod may have slipped out of the l5 screw. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight unknown. Date of event unknown. This report is for one unknown screw/unknown lot number. Device not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A partial part number was provided: 498.xxx.